Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that he pump alarmed for critical pump error. The customer's blood glucose level was reported to be 180mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to verify critical pump error and perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, serial number label peeling and minor scratched lcd window.